Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was able to confirm the reported issue. Evaluation found that when loading the software onto the imaging system, the computer failed loading. The computer was then replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect computer has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system displayed "system booting please wait" and would not progress past the prompt. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The computer for the imaging system was returned to the manufacturer for evaluation. Testing found that the computer would not start up when installed in a known operational imaging system. Indicating a hard drive malfunction on the unit.